Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified left main coronary artery. A 2.50 x 38 synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent struts are standing away when it comes out from the guide catheter. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
A2: age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: device was returned for analysis. A visual and microscopic examination of the stent found proximal and distal stent damage, with proximal stent struts lifted, and distal stent struts stretched distally over the tip. The undamaged stent od (outer diameter) was measured using snap gauge and the device was within maximum stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified left main coronary artery. A 2.50 x 38 synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent struts are standing away when it comes out from the guide catheter. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.